Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy using a customer rate as determined for by a review of the event history log. The device was run as 0.7ml/hr with a volume to be infused of 0.2ml which yielded passing results (0.223ml). The flow rate accuracy for rates below 2ml/hr is +/-0.1ml. The device was found to function as designed with relation to the reported symptom. The over infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused fentanyl during therapy (dose, programmed amount and delivery rate unknown). The expected amount in the bag should be 60 ml but the bag was empty. There was no known patient injury or medical intervention associated with this event. No additional information is available.